Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator after the expiration date, not prepping the skin with antiseptic solution, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. However, the patient has peripheral vascular disease. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the wound not healing and the infection are due to the patient being a poor candidate due to health, weight, age, or mental capacity as the patient has peripheral vascular disease (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported their receiver pocket was not healing and the incision was necrotic. Antibiotics were prescribed and the patient was referred to wound care for treatment and the wound was covered with a pico7 bandage to aid the healing. The patient is slowly healing and there are no plans for a revision/explant procedure.